Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy during an ablation procedure due to noise from the device. The device was analyzed after the procedure and no anomalies were found. The device remains implanted and the patient was stable post procedure.